Manufacturer narrative:
The thermogard ivtm console was not returned to zoll for evaluation. Thermogard xp ivtm system was evaluated by zoll service at the customer site. The customer reported issue of thermogard exhibited mid: 09 (air trap assembly) error message was confirmed during the event log review but not during functional testing. The root cause for the mid: 09 error was determined to be a faulty air trap block assembly due to overflow of coolant into the air trap chamber. The air trap block assembly was replaced to address the reported complaint. Visual inspection was performed and noted the signs of the previous fluid leak on the air trap block assembly that lead to corrosion of contacts. Archive event log data was downloaded and noted mid: 09 (air trap assembly) error message around reported event date. Following the repair, the thermogard console passed all the testing with no issue or faults observed. All test and readings are within the specified limits and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for the thermogard console with serial number (B)(4). Ccr (B)(4), reported on sep 11, 2015. Air trap block was replaced to address the issue.

Event description:
As reported, during device setup, the thermogard xp ivtm system (sn (B)(4)) displayed mid: 09 (air trap assembly) error message. No patient involvement.